Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release. Block h11: the returned resolution 360 clip device was analyzed, and during visual inspection, it was found that the device was returned with the clip assembly attached and was able to perform the first activation. The device was able to perform a full deployment with no issues. A dimensional analysis was also performed between the hooks of the bushing, and both sides were noted to be within specification. No other problems with the device were noted. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. The reported event of clip unable to release was not confirmed. The investigation results summary did not detect any problems related to the reported problem, as the clip assembly returned with the first activation performed and was able to perform a full deployment with no problems. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a mucosectomy procedure performed on (B)(6) 2025. During the procedure, upon opening of the clip, it did not release from the catheter, preventing its proper deployment. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of clip unable to release.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a mucosectomy procedure performed on (B)(6) 2025. During the procedure, upon opening of the clip, it did not release from the catheter, preventing its proper deployment. The procedure was completed with the original device. There were no patient complications reported as a result of this event.